Event description:
On (B)(6) 2008, a 25mm masters mechanical heart valve was implanted. In (B)(6) 2020, the patient developed dyspnea on exertion. Hemolytic anemia was reported due to paravalvular leak. A case of stroke was reported, however it is not known if the stroke was related to the valve dysfunction. On (B)(6) 2020, the masters valve was explanted. A competitor's 23mm magna mitral ease valve was successfully implanted. The patient is reported to be in stable condition. Additional information was requested, however is not available.

Manufacturer narrative:
The valve was reportedly explanted 12 years after implant due to paravalvular leak. Upon analysis, the leaflets opened and closed completely and easily, with no material on the leaflet surfaces or within the pivot recesses. There was focal fibrous pannus on the sewing cuff, which contained calcification within. No acute inflammation was present. The root cause of the paravalvular leak could not be conclusively determined; however, the calcification and pannus ingrowth may have been indicative of biological changes in the surrounding anatomy.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
In 2008, a 25 mm masters mechanical heart valve was implanted. In (B)(6) 2020, the patient developed dyspnea on exertion. Hemolytic anemia was reported due to paravalvular leak and on (B)(6) 2020, the masters valve was explanted. A competitor's 23 mm magna mitral ease valve was successfully implanted. The patient is reported to be in stable condition. Additional information was requested, however is not available.